Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was concerned that the sensor did not trigger the threshold suspend because he had a blood glucose level of 42 mg/dl. Customer also reported that the insulin pump was not receiving data from the transmitter. Customer's blood glucose was 114 mg/dl. Customer did not report a lost sensor alert that occurred with a previous sensor. After troubleshooting, customer was advised that more training on the sensor will be requested for the customer. Customer will not be returning the device for analysis.